Event description:
It was reported by service report that the head section load wheel casting was broken. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Load wheel casting.